Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds, loss of capture and high out of range pacing impedance measurements on the right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise was also observed on the same channel. No changes were performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds, loss of capture and high out of range pacing impedance measurements on the right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.